Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis of the returned product was not able to provide relevant information for infection-related allegations. A series of electrical tests was also performed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of infection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was explanted due to infection. The patient was given antibiotic medication and the device system was replaced a few days later. No additional adverse patient effects were reported. The device is expected to be returned. The device was later received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was explanted due to infection. The patient was given antibiotic medication and the device system was replaced a few days later. No additional adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.